Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: unknown, inratio: 2.3, lab: 2.9, mean: 2.6, confidence limits: 1.7 - 3.8. Date: 2008, inratio: 4.2, lab: 3.3, mean: 3.75, confidence limits: 2.2 - 5.3. Date: a week later, inratio: 3.4, lab: 2.5, mean: 3.0, confidence limits: 1.8 - 4.2. Date: the same day, inratio: 3.1, lab: 2.5, mean: 2.8, confidence limits: 1.8 - 4.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For all 4 data sets, both inratio and lab values are within the confidence limits for inr testing. The results are considered not discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Inratio precision data provided by end-user lot: 070533. First test inr = 3.4; second inr = 3.1. Mean = 3.25; sd = 0.21; %cv = 6.52. The %cv is less than 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and further testing is required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: unknown, inratio: 2.3, lab: 2.9; date: 2008, inratio: 4.2, lab: 3.3 date: a week later, inratio: 3.4, lab: 2.5; date: the same day, inratio: 3.1, lab: 2.5. Caller alleges imprecision with inratio. Results as follows: first test inr = 3.4; second test inr = 3.1.